Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to myopotential noise with t-wave oversensing and frequent inappropriate shocks. A new transvenous implantable cardioverter defibrillator (ICD) was successfully placed. No additional adverse patient effects were reported.